Manufacturer narrative:
The sensor was broken into two pieces during the removal procedure, and the hcp was able to retrieve all the pieces of broken sensor. The RMA was authorized, and all broken pieces were received. A visual inspection was performed on the the broken sensor which revealed the sensor actually broke into three pieces.and the breakage was most likely due to excessive force applied by the removal clamps or grabbing an extremity of the sensor. In some cases, the user's tissue may encapsulate the sensor, making it difficult to remove. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. The user is doing well and was inserted with a new sensor. No further resolution was found necessary for this complaint. B4.date of this report 24 may 2024. D4.primary unique device identifier (UDI) number updated to (B)(4). G3.date received by the manufacturer? 24 may 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 4311.

Event description:
On april 12, 2024, senseonics was made aware of an adverse event where the sensor broke during the removal procedure.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.